Event description:
It was reported that a wireless battery module g had fluid corrosion. It was also reported that there was no pt injury.

Manufacturer narrative:
(B)(4). The device was returned to baxter, and the evaluation was performed. The eval confirmed and reproduced the reported symptom fluid corrosion. The eval found that the wireless module's wireless connection capabilities were inoperable due to the reported symptom. Further investigation revealed corrosion on the wireless module flex and radio printed circuit board as a result of fluid intrusion, rendering the unit irreparable. The device was retired from service.